Event description:
The international customer reported the ventilator displayed a vent inop data acquisition pcba adc failure message during pre-use checkout. The unit was not in use on a patient therefore there was no patient involvement or harm. A vent inop condition during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Completion of device evaluation and service is pending.

Manufacturer narrative:
Supplemental report.

Manufacturer narrative:
Device evaluation and service pending.

Event description:
The manufacturers service engineer replaced the data acquisition pcb board to address the reported problem. Final testing was completed per operating specifications.